Event description:
Customer reported issues with the insulin pump. Customer states that there was a battery out limit. The blood glucose reading is 389 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to connect on interface board. Testing was not performed and battery out limit alarm was not verified due to blank display. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.